Manufacturer narrative:
Based on information received following submission of the initial report, the suspect is an non-alcon product. No further reports will be scheduled under mfg report num. 2523835-2023-00359. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported before surgery an opathalmic operating surgical cannula had hole in the plastic part that did not let basic salt solution to flow through it. Procedure was completed using another product. Procedure details were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).